Event description:
Additional information reported received that the patient was reprogrammed by the manufacturer representative on (B)(6) 2012. It has not been documented that the patient felt strong stimulation with the health care professional staff. Patient outcome was not provided.

Event description:
It was reported that after the patient received pulsed electromagnetic field (pemf) therapy, the patient could feel "implant pulses more strongly and painful." The patient received two pemf treatments to increase blood circulation. The patients physician had checked her device after the treatments and found it to be working properly, but the patient still had concerns. The patient had not had therapeutic effectiveness, but this was an ongoing issue prior to the pemf treatments. The patient was redirected back to her physician. Additional information was requested.

Manufacturer narrative:
Lead model 3889-28, lot # v864273, implanted: (B)(6) 2012, explanted: na. Programmer model 3037, serial #(B)(4).